Event description:
As reported by medwatch number mw5119999: infusomat space pump IV set 15drops/ml 123 inches, ref 490100, rn began to prime line and noticed significant leakage just after the tubing exits pump resulting in approximately 30 ml loss from a 112ml bag. It took several seconds at the priming speed to shut off pump and clamp to stop the leakage. Drug was leucovorin. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.